Manufacturer narrative:
(B)(4). Method: the rt265 breathing circuit was returned to fisher & paykel healthcare (B)(4) in an unsealed bag. It was visually inspected and pressure tested for leaks. Results: the breathing circuit kit was inspected externally, scratches and a crack were observed on the swivel wye. The pressure test revealed that the complaint circuit was out of specification. A lot check revealed no other complaints of this nature for lot 131121. Conclusion: we are unable to determine what caused the damage to the swivel. All rt265 breathing circuits are 100% leak tested and visually inspected during production and those that fail are rejected, this indicates that the reported leak and physical damage to the swivel wye occured after production. The user instructions supplied with the rt265 infant dual heated evaqua2 breathing circuit state the following: check all connections are tight before use. Perform a pressure and leak test on the breathing system and check for occlusion before connecting to a patient. Set appropriate ventilator alarms.

Event description:
A hospital in (B)(6) reported via a fisher and paykel healthcare representative that a leak occurred in an rt265 infant breathing circuit. Upon inspection they found a crack in the 'y' swivel piece on the expiratory limb.